Event description:
Customer reported to beckman coulter, inc (bec) that there was some moisture in the tray underneath the shuttle of the coulter lh 750 slidemaker. There was no report of patient results affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) observed 5-10 ml of isoton in the unit. The fse found a hole in the black stripe I-beam tubing through pinch valve vl18. The fse replaced the damaged tubing.

Manufacturer narrative:
(B)(4).